Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot meets all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Visual inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 2.0mm x 200mm balloon. The distal tip was intact and no breaks or kinks were observed. No anomalies were observed to the device at this time. Functional/performance evaluation: patency was tested using an in-house .014¿ guidewire and passed without issue. The inflation hub was connected to an inflation device, and an attempt was made to inflate the balloon. The balloon was able to be completely inflated to rbp (12 atm) with no issues. Pressure was held for approximately 60 seconds. During this time, no leaks were observed at the distal tip. The balloon was then deflated with no issues. This test was completed two more times without issue. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. The investigation is unconfirmed for a broken distal tip, as no breaks were identified on the returned device. The root cause could not be determined based upon the available information. It is unknown whether procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Dilatation catheter preparation: remove catheter from package. Verify the balloon size is suitable for the procedure and the selected accessories accommodate the catheter as labeled. Remove the balloon guard by grasping the balloon catheter just proximal to the balloon and with the other hand, gently grasp the balloon guard and slide distally off of the balloon catheter.

Event description:
It was reported that during preparation the distal tip of the pta balloon was allegedly broken but not fully detached upon opening the packaging. It was further reported that another balloon was used to complete the procedure. There was no reported patient involvement.